Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Customer also alleged that the time and date on the pump were incorrect; cause was unknown. Reportedly, the customer corrected the pump time and date to resolve the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 174 to 175 mg/dl mg/dl.